Manufacturer narrative:
One (B)(4) 9x30mm biosure ha screw reported on. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Site prep with alternate type or recommended size instruments. 2. Stripping or over-torque. 3. Getting entangled up with other instruments or devices. 4. Damaged prep instruments. 5. Unexpected bone density/condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. A recommendation is critical for ease of insertion and successful anchoring. ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ final product met predetermined specifications upon release to distribution.

Event description:
It was reported that the screw broke in the hole during the surgery. No patient injury reported. Surgery was finished with a competitor device.